Event description:
Meter name: ot basic, strip name: one touch, meter code: unk, strip code: unk, strip storage: unk, symptoms: dizzy, tired, headache. A pt reported the meter was failing its checkstrip tests. Their meter allegedly was inaccurately low. The result on their meter was 74-not ok and 75-not ok. There were no comparisons. Not treated. No further info has been reported.